Event description:
Per the audiologist, the pt underwent two revision surgeries in 2007 and 2008 to remove excess skin growth from the flange fixture with abutment. Additional info was requested.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.